Event description:
Report received from the USA stating that the device was "running hot" during routine maintenance. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event could not be confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).